Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation because it was discarded by the facility. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial radial head replacement surgery on (B)(6) 2016, the surgeon was trying to cut the plate when the plate cutter broke. No fragments were generated. An alternative instrument was used. There was no issue with the plate and it was implanted. Then, while inserting a screw, the stardrive screwdriver shaft twisted. The surgeon used another stardrive screwdriver shaft and the same issue occurred again. Another screwdriver was used to implant the screw. There was no issue with the screw. A 1.1mm drill bit broke while drilling a pilot hole in the plate screw hole. The fragment was easily retrieved. Another drill bit was used. There was no issue with the plate. There was no surgical delay or patient harm and the remainder of the procedure was completed successfully. Patient outcome is stable. This complaint involves four (2) devices. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity #1), unknown screw (part # unknown, lot # unknown, quantity #1). This report is 1 of 2 for (B)(6).